Manufacturer narrative:
Device analysis of the returned sentinel revealed that the device had the distal filter hypotube bent, distal filter was damaged (torn) and a section of the skeleton on the articulating sheath was broken, which was consistent with the reported allegation, consequently confirming the reported event.

Event description:
It was reported that during the procedure, the sentinel device broke at the middle part of the shaft. Both filters were deployed during the procedure. The sentinel device was fully retrieved from the patient and no patient harm occurred.

Event description:
It was reported that during the procedure, the sentinel device broke at the middle part of the shaft. The sentinel device was fully retrieved from the patient and no patient harm occurred.